Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). The rep reported that the cause of the difficulty charging, poor coupling, and heating during recharge was not determined because the battery was dead. The rep reported that no action will be taken to resolve the above issues, because the patient wants the system completely removed. The rep reported that the patient¿s issues currently had not been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for the treatment of post lumbar laminectomy syndrome and non-malignant pain. It was reported that it takes the patient a long time to charge. Per the patient it could take 4-5 hours sometimes, and that it had always been that way since the beginning when it was first implanted. They speculated that "maybe it's implanted a little too deep." No symptoms were reported for the patient and no further complications were reported or anticipated. On 2018-07-27 additional information was received reporting that the patients weight at the time of the event was (B)(6), and that the cause of the long charge times has not been determined. The patient stated that the replacement insr antenna did not resolve the issue, and that recharging takes 6-7 hours with coupling never getting over 4 bars remaining at 2 during most of the recharge session. No additional patient symptoms, or additional device complications were reported for this event.

Manufacturer narrative:
A correction was made to reflect the most accurate information. The event is both an adverse and product event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that it was difficult to charge. The manufacturer's representative (rep) reported the neurostimulator (ins) battery status was ok. The rep reported the patient charged for 12 hours with 2 coupling bars. It was reported the ins was implanted on her left abdomen. The rep reported she tried recharging now and was getting no coupling bars. The rep reported the patient has tried recharging belt in the past and makes it worse. The rep did not have a recharging belt or a spare recharger available. The rep reported now it was getting worse as she was seeing the hot temperature screen on the recharger. No fall or trauma reported. Al away from ins was 32, and al on ins was 34. No access to another recharger (insr). It was reported that the ins was implanted too deep and patient had weight gain. The rep stated they could not feel the outline of the device as patient had gained 15 lbs. It was reported the heating during recharge started in (B)(6) 2018.